Event description:
A male patient contacted lifecor customer support to report that his motor case was cracked. A patient services rep (psr) visited the pt and replaced the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor would not power up. The end cap was lose from the monitor. The connector was loose. This connector connects the auxiliary board to the main ca board. The l3 current limiter was open on the defibrillator board. This connects the 12 v power supply to the ca board. The monitor was retested and then restocked. The root cause of the damaged monitor is unk, but looked to be caused by the monitor being dropped. It looked like the patient tried to repair it. There was some glue in the case. The damaged monitor was repaired. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.